Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly suspended insulin delivery on two occasions. Upon review of pump logs, tandem technical support found that customer had manually suspended insulin delivery on one occasion but was unable to confirm the second reported suspension. There was no reported impact to blood glucose. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.